Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the gasket was missing from the fitting. The fse recommended that the customer replace the gasket. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
It was reported that the unit failed leak testing. There was no patient involvement. The event date was not specified; estimate used.